Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with topical antibiotics (date not reported). The implanted device remains.